Event description:
At bedside with dr and another rt preparing to administer survanta. Dr switched the patient from volume guaranteed mode to pressure controlled mode on ventilator. Pc was set at 18cmh2o but it was only reaching 12cmh2o. I recalibrated the flow sensor and this didn't fix the problem. I started with the exhalation side of the ventilator to check my circuit for any leaks. When I pushed up on my expiratory limb to check connection to the exhalation valve the exhalation valve became disconnected from the rest on the body. (Which this is not on area of the exhalation valve that should come apart) I pushed it back in all the way and the ventilator was now reaching pressures on 18cmh2o. I changed out the ventilator for a new one at this time.